Manufacturer narrative:
The field service engineer (fse) inspected the module and did not find any cause for the issue. He then performed a complete baseline check of the module. He verified that all levels, pressures, and rinse volumes were within specifications. He performed a precision check with acceptable results. The customer performed qc with successful results. The module was verified to be performing within specifications. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.

Event description:
The initial reporter received a questionable nh3l ammonia result for one patient sample tested on the cobas 6000 c 501 (ul) v. The initial result was auto-verified and was reported outside of the laboratory. The doctor questioned the result and a new sample was collected from the patient. The new patient sample gave a different result prompting the reporter to rerun the initial patient sample. The initial result of the initial sample was 290 umol/l. The repeat result of the new sample was 14 umol/l. The repeat result of the initial sample was 16 umol/l. This repeat result matched the patient history and was deemed correct. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found no cause for the event. He then performed a complete baseline check of the module. He noted that all the levels and pressures including the rinse volumes were within specifications. He performed a precision test with acceptable results. The module's performance was verified by the baseline checks which had successful results. The customer performed calibrations and qcs with acceptable results.